Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(4) 2016, information was received from a nurse via a company representative regarding a (B)(6)-year-old, male patient who was receiving morphine 15mg/ml at 14 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient¿s medical history included intervertebral disc degeneration (lumbar region), post laminectomy syndrome, low back pain, radiculopathy (lumbar region), tobacco use (quit in 2013) and allergies (ace inhibitors and ¿statins-hmg-coa reductase inhibitors¿). The patient¿s concomitant medications included oral baclofen, gabapentin, hydroxyzine hcl, isosorbide dn, b complex, centrum silver, otc iron and testosterone. After interrogation of the pump, multiple motor stalls were seen. On (B)(6) 2015, a motor stall occurred and recovered 8 hours later. On (B)(6) 2016, another stall occurred followed by a stopped pump period may exceed tube set on (B)(6) 2016. It recovered on (B)(6) 2016. On (B)(6) 2016, the patient was admitted to the hospital with flu-like symptoms/possible food poisoning and withdrawal symptoms. The patient reported the pump had been critically alarming for 1.5-2 weeks. He was discharged on (B)(6) 2016. On (B)(6) 2016, another motor stall occurred. On (B)(6) 2016, the patient presented to their hcp¿s office for a refill. The patient reported back pain going down the bilateral lower extremities and bilateral elbow pain. His pain was a 9 on a scale of 1-10. A volume discrepancy occurred due to the motor stalls; the expected reservoir volume was 7.4ml and the actual reservoir volume was 15ml. The pump was interrogated and that¿s when the motor stalls were identified. The pump was decreased to minimum rate (0.091 mg/day) and the alarm was silenced. A dye study was performed. The physician was able to aspirate cerebrospinal fluid (csf) from the pump catheter, but it was sluggish and not free flowing. Moderate difficulty was encountered to aspirate and push the dye. He injected dye and felt some resistance, but dye did fill the catheter and it appeared okay. The results were reported as ¿mechanical complication of implanted spinal catheter (possible obstruction or disconnection of catheter).¿ the patient was prescribed morphine sulfate extended release (mser) 30mg twice daily with morphine sulfate immediate release (msir) 15mg four times daily as needed. On (B)(6) 2016, a stopped pump period may exceed tube set occurred. On (B)(6) 2016, the motor stall recovered. On (B)(6) 2016, another motor stall occurred followed by a stopped pump period may exceed tube set on (B)(6) 2016. A pump replacement was scheduled. The cause of the motor stalls was not determined. Additional information has been requested regarding the cause of the event and actions/interventions taken, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
After analysis and review, the previously reported code was updated . Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Device evaluated: analysis of the pump found a gear train anomaly due to corrosion and/or wear and/or lubrication as well as stall due shaft-bearing. They also found the pump was overinfusing due to an undetermined root cause. During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Pump memory logs indicated motor stalls and motor stall recoveries along with tube set alarm. During dispense accuracy testing, the initial 1 rev at 300 ul test failed with an over infusion. The 3 rev and the retest for the 1 rev test all passed for accuracy. Eventually, the pump stalled during the 1000 ul test. Destructive analysis found shaft wear on one of the gears which led to the motor stalls.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.